Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of receiving no delivery alarms. Customer's blood glucose was 450 mg/dl. Customer treated with insulin pump and blood glucose rose to 500 mg/dl and again to 525 mg/dl. Customer reverted to back up pump and blood glucose began to lower. Customer's high blood glucose began on (B)(6) 2016. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble or settings. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose. Insulin pump would be replaced per customer's request.

Manufacturer narrative:
No unexpected no delivery alarms were noted during testing. The pump was received with all operating currents within specifications, and passed the functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked reservoir tube lip and a scratched reservoir tube window.